Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016, on the abdomen. It was reported that calibration was not performed after experiencing inaccuracies. No additional event or patient information is available. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. The receiver data log was reviewed on 08/01/2016. The complaint of inaccurate cgm values could not be confirmed. A root cause could not be determined.